Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05177. It was reported implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but needed to be recaptured. When attempting to recapture the closure device, the anchors of the closure device would not re-enter the delivery system. The force from the recapture attempt caused the access system to kink just distal to the dark blue/light blue transition on the tip. A second attempt was made to recapture the closure device; however, this attempt caused the delivery system to "crumple" when the delivery system was disconnected to try and retract into the access system. The entire system was removed with the delivery system fully contained within the access system. The procedure was completed with another access and delivery system. There were no patient complications.